Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the right atrial lead exhibited noise that was oversensed by the device. A chest x-ray was performed that confirmed lead dislodgement due to suspected twiddler's syndrome. Temporary programming changes were made. There were no patient consequences.